Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient presented to the ER with vomiting and a fever, he was transferred to another hospital and was admitted. He was given IV fluids and made npo. On (B)(6) 2023, an x-ray was done showing an ulcer in the colon. On (B)(6) 2023, the patient's intestinal tube was removed surgically as the ulcer was related to the tubing and was causing the intestinal tube to be occluded. On (B)(6) 2023, the patient was discharged from the hospital and was put on oral pantoprazole. The peg tube remained in place. Follow up was performed with the patient's spouse and the exact location of the ulcer could not be confirmed.

Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.